Event description:
Additional information was received stating that the infection has resolved.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-02810, 3006705815-2020-01212, 3006705815-2020-01211. It was reported that the patient had an infection at the lead site. The patient was treated with antibiotics, but the infection did not clear. As a result, surgical intervention took place wherein the entire system was explanted.

Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.